Event description:
Caller reported that the cartridge was not fitting properly on the pump as it wasn't fully snapped in. There was no reported impact to the customer¿s blood glucose level. Caller was advised to remove the case from the pump and inspect the pneumatic tap area, where an o-ring was found. After removing the o-ring and cleaning the area, the caller successfully reloaded the cartridge and was able to resume insulin therapy.